Event description:
Md first unable to thread the epidural catheter. After several attempts, we laid the patient to left side and reattempted. The catheter then threaded but she was unable to inject it even using strong pressure. Readjusted catheter and attempted again without success. Suspecting that it could be the blue and black two piece connector, we opened a new kit and, after replacing the connector, the problem persisted. Md finally removed the epidural catheter and tried injecting it while outside of the patient which was exceedingly difficult and only a drop or two was getting through. It was at that time that md replaced the epidural catheter with a new kit and encountered no problems upon the replacement of the catheter with the new one.